Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint.

Event description:
The initial reporter stated that the administration set free flowed. They stated that the flow stop tab broke away in the wrong place, and the spring could not open fully. They state this resulted in the patient receiving 51 ml of medication when they should have received 11.2ml. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. Complaint: (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned, no investigation could be performed and mmdg is not able to confirm the complaint.

Event description:
The initial reporter stated that the administration set free flowed. They stated that the flow stop tab broke away in the wrong place, and the spring could not open fully. They state this resulted in the patient receiving 51 ml of medication when they should have received 11.2 ml. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4).